Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device stored after a prior charge displayed a ¿charge ilet now¿ screen and would not power on at the start of training despite being on a charger, then subsequently powered on during the call, paired with the app, and initiated cgm warm-up; battery logs available for the recent period appeared normal and no alerts or alarms were reported. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included review of available battery telemetry and operational status during the support call. Investigation of this case revealed normal battery behavior with successful device start-up and pairing, consistent with a transient start-up or charging state that resolved without device replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with normal operation after a deep discharge or extended storage.